Manufacturer narrative:
Servicing records (sr) were reviewed. There was no sr (relevant to the reported event), found. However, the system was last serviced prior to the reported event per sr. The system was found to meet all cosmetic and performance standards (at that time). Information obtained, attributed the ¿transcription issue¿ to have been a result a user issue. The surgeon did not attribute this reported issue to system functionality. Based upon the information provided, the root cause of the reported posterior capsule tear, was unable to be determined. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿transcription issue¿ is attributed to user error. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. However, based upon the information provided, the root cause of the reported posterior capsule tear, was unable to be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during vitrectomy surgery on a post-vitrectomised eye, the ophthalmic system settings had been transferred across the system. However, there was a transcription error, or the default settings remained unchanged. The surgeon did not have the opportunity to review the settings before starting the surgery. As a result, the vacuum setting was fixed at 550 mmhg instead of the intended 400 mmhg which was not a system issue, just settings the surgeon was not used to. The higher-than-expected vacuum led to aspiration of the zonules and a posterior capsule rupture. This case was further complicated due to the eye being post-vitrectomised. Following the posterior capsule rupture, the surgeon immediately changed the system and completed the procedure on the same day using an alternative intraocular lens (iol) instead of the originally planned lens. The patient also required a posterior vitrectomy at the time of the incident. The patient's condition is currently improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The initial reported event code a2302 was removed, and event code a141303 was subsequently added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.